Event description:
Additional information was received indicating this lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
Additional information was received indicating loss of capture at maximum outputs was observed at a recent routine device check. High pacing impedance measurements continue to be observed. The patient reported feeling more fatigued. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for an additional follow-up appointment at a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms and an increase in pacing threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis of the lead revealed the conductor coils were fractured approximately 44.5 centimeters (cm) from the terminal pin. The fracture site appeared to be located at the distal end of the suture tie down site.

Manufacturer narrative:
The physician will continue to monitor the lead. Should additional information become available this report will be updated.